Event description:
Patient underwent a 1-level x-stop implantation procedure at l4-5. It was reported that two days post-operative, the patient suffered a spinous process fracture. The physician removed the implant device from the patient and performed a laminectomy. Patient's current status was reported to be good.

Manufacturer narrative:
Method - device not returned, follow up conversation with company representative and reporting physician.